Event description:
The patient only felt stimulation sensation when she pressed on the lead. The lead was revised (please see MFR. Report # 3004209178200807945). The patient was seen in clinic approximately 1 week later. Palpation of the lead site produced intermittent stimulation. There was no other indication of a loss of system integrity. The group impedance was 470 ohms. The implantable neurostimulator battery was near end of service, 'a bit early'. Other device troubleshooting included x-rays and reprogramming, which were inconclusive (dates not reported). The hcp moved the lead location and replaced the extension and battery. Following the procedure, the patient reported normal stimulation.